Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a fracture fixation for an unknown fracture utilizing a 2.4 mm cannulated screw. Postoperatively the patient had discomfort, prominent implant reported. Rehospitalization was due to dps implants. No surgical revision was necessary as there was a union of fracture achieved until 12 weeks post op. Patient outcome is unknown. No further information is available. This complaint involves (2) devices. This report is for (1) 2.4mm cannulated screw long thread 22mm. This is report 1 of 2 for complaint (B)(4).